Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received indicated the cause of the reported death was perceived as related to the patient¿s anatomy and prolonged time for the avr procedure. It was also reported that the balloon shaft was pulled past the warning marker during the sapien 3 valve alignment process. The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Case imagery revealed the non-coaxial positioning of thv relative to the flex tip during the delivery system insertion through sheath. Access vessel tortuosity is evident in the images. The images also showed the non-coaxial positioning of thv relative to flex tip after system is advanced past sheath tip. Review of the post procedure photographs of the devices revealed the valve crimped on the inflation balloon (separated from crimp balloon and guidewire shaft) and an attached liner strand. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the appropriate complaint codes. Complaint history review from (B)(6) 2019 through (B)(6) 2020 for the esheath (all models and sizes) revealed additional returned complaints for the appropriate trend categories. A review of the complaint history revealed that the occurrence rate did not exceed (B)(6) 2020 control limits for the appropriate trend categories. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections under magnification. The esheath final assemblies undergo multiple 100% visual inspections by both manufacturing and quality. Additionally, after sterilization, during product verification (pv) testing, the sheaths are tested and inspected under a sampling plan. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for insertion difficulty in patient was not able to be confirmed due to the unavailability of the device and relevant case imagery. According to the complaint description, the reported issue could be attributed to access vessel calcification and tortuosity. The procedural training manual states that access vessel tortuosity and calcification are factors that can affect the necessary push force when inserting a sheath in the patient. Calcification can interact with the sheath/introducer during insertion into the patient. For instance, the sheath tip can potentially make contact with calcium nodules along the path, thus making it more difficult to advance to its intended position. Tortuosity can introduce difficult bend angles that need to be overcome in the insertion pathway of the device. The complaint for resistance with the delivery system was able to be confirmed based on the imagery provided. Without the device, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Per the complaint description, ¿when the operators inserted the crimped valve on ds through the sheath, they also started to have problems while they pushed it in, but then, once part way through, it could be seen there was an angulation¿. Review of imagery shows that the insertion pathway for the delivery system/thv is tortuous, which can lead to increased push forces as indicated in training materials. Additionally, the thv is non-coaxial to the flex tip during insertion of the system through the sheath. The angulation of the thv which affects the overall profile of the delivery system and may have potentially been caused by device manipulation in tortuous anatomy, can also lead to increased push force through the sheath. The complaint for liner strand was able to be confirmed based on the imagery provided. Without the device, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. Review of case information and imagery shows that the patient access vessel was calcified. Liner material interaction with access vessel calcification (e.g. During sheath insertion) may weaken the material, making it more susceptible to damage during delivery system insertion. Strand formation during delivery system insertion is supported by imagery where the liner strand is wrapped around distal section of thv struts. Non-coaxial positioning of thv relative to flex tip observed during delivery system insertion may have led to the thv damaging the liner, especially in the presence of high push forces. Although a definite root cause for the insertion difficulty, resistance between the devices (delivery system and esheath) and liner strand was not able to be determined, available information suggests procedural factors (manipulation of the devices, valve non-coaxial with flex tip), in addition to patient factors (vessel calcification, vessel tortuosity) may have contributed to the reported events. Since no product non-conformances or IFU/training manual deficiencies were identified and review of complaint history revealed that the complaint rates did not exceed the (B)(6) 2020 control limits for the relevant trend category, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11719 .

Event description:
As reported by our affiliate in the (B)(6), during a difficult transfemoral tavr procedure, resistance was felt while inserting and advancing the 16fr, esheath into the patient. No pre-dilation of the vessels was performed. Issues were also encountered when the 29mm sapien 3 valve and commander delivery system were advanced through the sheath. Advancement problems were encountered, however after some manipulations the valve successfully moved through the sheath. While at a straight section of descending aorta during alignment, the valve could not be aligned because the balloon advanced too far and it was not possible to track it back. Due to this issue, it was determined that the valve could not be implanted at the intended position. The decision was made to deploy the valve in the aorta. During valve deployment, the balloon would not inflate. Blood was observed coming back into the atrion inflation device. Contralateral vessel access with a cross wire was achieved to make sure of perfusion, and that there was no damage to the femoral artery. After unsuccessful attempts to pass the wire through the sapien 3 valve, a snare was simultaneously used to hold the safari wire to retrieve the valve and separate it from the delivery system. Finally, the team was able to open up the valve from the inflow to the outflow. The valve was brought back to the aorta and left there until vascular surgeons were called to convert to open aortic valve replacement (avr). The sapien 3 valve and delivery system were removed from the patient. The patient expired the day after the open avr. The cause of death was not provided. Review of the device photographs provided indicated a liner strand present. The access vessel minimum luminal diameter (mld) measured 9mm. Vessel tortuosity and calcification were reported.